Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the device had an electrical reset. The error message was reset and the device was reprogrammed to previous settings. The device remains in use. No patient complications have been reported as a result of this event.